Event description:
The manufacturer received information alleging a ventilator was alarming for a "critical error". There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition related to the internal battery was observed. The device's internal battery needs to be replaced to address the issue. Additionally, not related to the above issue, the device¿s dc port was pushed in, the top cover was missing, the rear and front enclosure were cracked, the handle was missing, and the porting block was cracked. There were no leaks noted in the porting block. The component functioned as designed. The dc power connector cable, top, rear and front enclosure, handle and passive exhalation porting block need to be replaced. No components were replaced. The device was scrapped.